Event description:
Pt was in nuclear medicine and had a thallium stress test. When pt was getting up from the table, they inadvertently picked up the arm rest side bars, and when swinging their legs over the side of the table, their right 5th finger got caught and crushed when the sidebar of the arm rest was pushed down by their legs. Injury sustained: partial amputation of the 1st digit of the 5th right finger with bone fracture.